Manufacturer narrative:
H10: the lot number for the malfunction was not provided. The device has not been returned for evaluation, however medical records were provided and reviewed. The investigation is confirmed for positioning issue. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced a positioning issue. This information was received from one source. The malfunction involved a patient with no reported consequeces. The patient was a 26-year-old male who weighed 65 kilograms.

Manufacturer narrative:
The device was not returned for evaluation. The company is still investigating the issue currently. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly was retrieved due to poor fixation of the anchoring hooks. Another filter was deployed and positioned correctly below the renal veins. The current status of the patient is unknown. This information was received from one source. The patient was a (B)(6) year old male who weighed (B)(6).